Event description:
The device was implanted in 2003. In january of 2006, the patient returned to the surgeon due to a creaking sensation from ths hip and mild discomfort. Subsequent investigations including x-rays revealed that the stem had fractured. The patient was revised in 2006.